Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the primary cause of the event was due to prialt. Prialt was withdrawn as an intervention. The outcome of the event was reported to be resolved/recovered.

Manufacturer narrative:
(B)(4). There is no information to reasonably suggest that the device in this report may have caused or contributed to the patient¿s symptoms.

Event description:
It was reported that the physician responsible for the patient believed the pump may be causing the patient to have psychosis. At the time of report, the patient was in the psychiatric ward. The other medications the patient was taking at the time of event included gabapentin. The cause of the issue was reported to be drug side effects. Interventions or other actions taken to mitigate or resolve the symptoms included stopping pump infusion. At the time of report, the patient outcome was unknown. The pump was used to infuse prialt (concentration 10 mcg/ml, daily dose 2.753 mcg/day) and dilaudid (concentration 2 mg/ml, daily dose 0.55 mg/day).